Manufacturer narrative:
Additional information: g3, g6, h2, h7, h9 the investigation revealed that the capacitor on the rf control board failed within two years of service.

Manufacturer narrative:
Corrected information: h6.

Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was returned for investigation. The reported event that the generator did not reach the desired temperature was confirmed. The nt generator was connected to an external power source and upon power up a rattling noise and smoke was observed. The generator was opened and electrical over-stress condition was observed on some of the capacitor of the rf control board. The device history record (DHR) was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified and that the fiber optic functioned as intended prior to shipment indicating that there were no manufacturing/design related defects prior to shipment.

Event description:
During the procedure, the generator did not reach the required temperature for all 4 ports and the procedure was cancelled. Ablation would occur intermittently, but would not start when prompted. Troubleshooting was attempted with no resolution. There were no adverse consequences to the patient due to the cancellation.